Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm3) for failure analysis investigation. The unit was analyzed and logs errors 23210 was found indicating a high-side switch startup test failed on usm3 points to acu/acj in prox suj due to motor hssw voltage. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where no errors were found and the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure using an xi system, and before surgical port placement, an operating room (or) staff reported that universal surgical manipulator (usm) arm 3 displayed a message stating "insertion access is not free to move," and instruments would not engage. Re-draping the arm and power cycling the system did not resolve the issue. The arm 3 carriage could not be moved and showed much greater resistance than the other arms. The technical support engineer (tse) reviewed the logs and found no errors related to the complaint. The staff initially planned to proceed with three arms but ultimately switched to another xi system. No patient was involved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and conducted operational tests which passed. The fse then replaced the universal surgical manipulator (usm) 3 and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.